Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's current blood glucose was 330 mg/dl at the time of the incident. Customer stated that the pump won't turn on anymore. Customer stated that yesterday she was at a concert and an alarm went off and reset the pump. Customer stated that it would count down and work for 45 minutes and then it would do it again. Troubleshooting was performed and the customer stated that the display did not return after inserting a new aaa alkaline battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on motherboard. No unexpected alarms noted. No blank display noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and corroded battery tube.